Event description:
The event is reported as: the customer alleges that the outer label and the package label both reflect the same reference number of (B)(4), but has different product descriptions and lot numbers.

Manufacturer narrative:
The device history record (DHR) review of batch number 01m13000766 was performed and no issues were found related to the reported complaint. A document assessment (B)(4) was conducted and no changes were required. The device sample was received, however the investigation is incomplete at the time of this report.